Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. There were no non conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. There were no non conformances with respect to the sterilization process. There were no associated non conformity material reports or non conformances. There were no associated non conformity reports or deviations. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection under the microscope showed that the lens could be identified as tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. It could be seen that the lens was delivered in one piece. Due to the condition of the return sample, no further product testing could be performed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one week post operatively ''everything was okay''. In (B)(6) the patient complained that she was not seeing clearly or sharply. The doctor scheduled the eye test for (B)(6) 2015 and the test showed what looked like warpage of the lens. The doctor scheduled the explant for (B)(6) 2015 and implanted a model sn6at4 intraocular lens in the patient's right eye. No injury was reported during the removal and replacement of the intraocular lens. No further information was provided.